Event description:
It was reported that the 9800 system had a kv and ma error and no live image on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The snubber board was replaced and the generator calibrated during the service call. The system was tested, and found to be working as intended, and put back into service.